Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On 06/08/2026, dr. (B)(6) reported that a 65-year-old male patient presented to his oral surgery partners office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #06. The implant was placed after immediate extraction. It was reported that the patient presented with the issue at the second stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate. As a result, the implant was removed on (B)(6) 2026 without the use of any instruments. Additionally, it was noted that a bridge removal procedure was performed and the implant was replaced. It was reported that the patient had a symptoms of inflammation, infection, granulation/fibrous tissue around the implant, and abnormal bone loss around the implant. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type iii bone quality and fair oral hygiene.